Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided kidney biopsy procedure using maxcore instrument. During the procedure the device outer needle failed to activate. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. An electronic photograph was submitted and evaluated. The image features a maxcore disposable core biopsy instrument situated in an open package, with only the bottom of the device visible and in a fully primed state. Following the photo evaluation, the reported failure to fire issue cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot #, medical device expiration date, unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided kidney biopsy procedure using maxcore instrument. During the procedure the device outer needle failed to activate. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.